Manufacturer narrative:
Complaint conclusion: during manipulation of a 6f .070 jr 4 100cm vista brite tip catheter, in a percutaneous coronary intervention (pci), it was reported that a 6f .070 jr 4 100cm vista brite tip catheter kinked and was unable to be unkinked and removed percutaneously. Patient went to the operating room for surgical intervention to remove kinked catheter. The account believes that the event was related to ¿user error¿, however, details were not provided. Additionally, procedural details and vessel characteristics are unknown. Multiple attempts to obtain further information were unsuccessful. The device was not returned for analysis. A review of the manufacturing documentation associated with lot 16040167 was performed and neither nonconformance nor excursions were found. No other issues were noted that were considered potentially related to the reported complaint catheter kinking has been investigated. The instructions for use cautions users to inspect for kinks and bends, or other signs of damage prior to and during use. Any product with damage is not to be used. Catheter kinking during clinical use is a known and common occurrence and is typically related to anatomy, technique, physician skill, and vessel tortuousity. If the operator encounters kinking or damage during use of the device in the patient, they are clinically trained to immediately discontinue manipulations and remove the product. This may require insertion of an additional device, which can cause intra-procedure delay. Without return of the device for analysis, the reported complaints ¿catheter/body shaft-withdrawal difficulty¿ and ¿catheter/body shaft-kinked/bent in patient¿ cannot be confirmed and an exact cause could not be conclusively determined. Based on the limited information available for review it is not possible to determine what factors may have contributed to the reported event; however, the account contact noted that the difficulty experienced may have been related to ¿user error¿ (details unknown). Neither the information available nor the DHR suggests that the event could be related to the design and manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 16040167 revealed no anomalies during the manufacturing and inspection processes. A notification was received indicating that the device will not be returned for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During catheter manipulation in a percutaneous coronary intervention (pci), it was reported that a 6f .070 jr 4 100cm vista brite tip catheter kinked and was unable to be unkinked and removed percutaneously. Patient went to or for surgical intervention to remove kinked catheter. The device will be returned for analysis.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. Review of lot 16040167 revealed no anomalies during the manufacturing and inspection processes. The customer stated that the event had been reported to the voluntary medwatch program and provided two potential medwatch numbers: (B)(4). The customer is unsure which number is associated with the reported event. Attached is the medwatch submitted by the customer.